Manufacturer narrative:
The device sp14005 has been inspected for investigation purpose. Root cause might be a problem of slipping when implanting the screw. Device worked as intended.

Event description:
It has been reported that during a surgery, 3 guidewires were incorrectly placed. No patient impact has been reported.

Manufacturer narrative:
This complaint is related to a product not manufactured by medtech. Medtech is not responsible for reporting the incident.